Event description:
It was reported that (1) device was used during a liver transplant. It was reported by the rep that a mcs20 was used and misfired. It was replaced with another mcs20 and the procedure was completed. There was no consequence to the pt.